Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's father reported that the patient has experienced unexplainable elevated blood glucose 5-6 times in the past year. This last occurred 2 months ago and the patient's blood glucose elevated to 19 mmol/l (342 mg/dl). The patient bolused (amount unknown) and an hour later his blood glucose had increased slightly. Two hours later his blood glucose measured 19 mmol/l (342 mg/dl). He changed the infusion site, tubing, and insulin cartridge and bolused and his blood glucose returned to normal. The time and basal rates are programmed correctly on the infusion device. Troubleshooting did not reveal any product issues. The patient was not experiencing elevated blood glucose at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.